Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that an interrogation done after the remote transmission showed that the leads were functioning appropriately and no intervention was required.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission showed t-wave oversensing (twos) of the right ventricular (rv) lead and possible far field r-wave (ffrw) oversensing of the atrial lead which may have been retrograde conduction that caused the device to mode switch. The leads remain in use. No patient complications have been reported as a result of this event.